Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an everflex entrust self-expanding stent during treatment of a calcified lesion in the patient¿s distal s uperficial femoral artery (sfa). 80-90% lesion stenosis was reported. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Brachial access was used. The lesion was not pre-dilated, it was reported to be only atherectomy with a non-medtronic device. The device did not pass through a previously deployed stent. The sfa was treated with a non-medtronic orbital atherectomy device followed by attempted use of the everflex entrust. No resistance was noted during advancement of the device. No excessive force was used. Deployment issues are reported. No damage was noted to the deployment mechanisms or device handle prior to deployment issue. It is reported the thumbwheel jammed at halfway point during deployment. Pressure was applied and the thumbwheel broke. The whole delivery system was attempted to be removed and to see if possibly it could be unsheathed to complete delivery of stent. The stent itself subsequently broke in half. The delivery system was safely removed from the patient. There was no attempts to remove the broken stent. No vessel damage was noted. The procedure was completed with pta with remaining piece of implanted stent. No patient injury reported.

Manufacturer narrative:
Device evaluation the device was returned with the red safety tab removed. The device was returned with approximately 3mm of the stent exposed and the distal end of the stent missing and approximately 102mm of the stent enclosed. The device was returned with kinks approximately 68.5cm, 94.3cm, 100.5mm, 104.5cm and 146cm from the strain relief. The handle was cracked open, and it was found that the pullwire was detached from the outer shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.